Event description:
I have been very sick with the following symptoms for almost 3 years. Inflammation, panic attacks, anxiety, brain fog; exhaustion, adrenal fatigue, stomach pain, chest pain, heart palpitations; feeling of being ill, loss of appetite, chest pain and pressure. The feeling like I need to cough or clear my throat, mid back pain. Prior to this, I was diagnosed with an auto immune disorder (ra) in 2016 and have suffered chronic inflammation and joint disfigurement. During the past 3 years, I have gone to my pcp and many specialists and have done many medical tests, including a pulmonary breathing test, an ekgs, an adrenal urine test, a cat scan of my abdomen and ultrasound due to intestinal distress and blood tests. My doctors cannot explain what is wrong with me. I did my own research and found that all of my symptoms are similar to what other women are experiencing from their breast implants. I had my breast implants put in (B)(6) 1997. They are mentor h/s saline. My health has deteriorated drastically. I have lost (B)(6) pounds and I am extremely thin ((B)(6) pounds). I cannot continue like this and need to get my implants and the capsules around them surgically removed asap. This is a medical necessity and emergency. I do not feel that I will survive if they aren't removed. FDA safety report ID#: (B)(4).